Manufacturer narrative:
The reported event is unconfirmed. Photo: received eight (8) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and drainage bag. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector and drainage bag without original packaging. Ran di water through catheter and urine bag and no leakage was present. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed, a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked during use and the location of the leak was unknown.

Event description:
It was reported that the urine leaked during use and the location of the leak was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.